Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery alarm. Customer's blood glucose level was unknown. Customer reported that insulin did not exit and there was greater than normal resistance with plunger push. Customer was unable to troubleshoot. Insulin pump will not be returned for analysis.